Event description:
It was reported that during a peripheral treatment procedure the balloon protector embolized inside the patient. The target lesion was located in an unspecified location in the patient's lower leg. A coyote balloon was selected and advanced to treat the target lesion. The balloon was inflated; however, the balloon would not inflate and the device was removed. Another unknown type of balloon was advanced and inflated. At an unspecified time during the procedure, it was noticed that the balloon protector of the coyote balloon was not removed before the device was advanced into the patient and had fallen off inside the patient. The balloon protector was 'broke' during the inflation with the second balloon and was unable to be removed. The physician elected to end the procedure. The following day, surgery was performed to remove the fragments of the broken balloon protector. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
It is indicated that the device willnot be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).